Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was returned advanced through a rotating hemostasis valve (rhv). The rhv was overtightened onto the px slim approximately 56.5 cm from the catheter hub. The px slim was kinked approximately 48.0 cm and 52.5 cm from the hub. Conclusions: evaluation of the returned ruby coil revealed that the ddt was fractured off the pusher assembly. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully withdrawn against resistance, damage such as this may occur. Further evaluation revealed that the returned px slim was kinked in two locations. Furthermore, it was observed that the rhv was overtightened onto the catheter shaft. If the px slim is manipulated through an overtightened rhv, or otherwise forcefully manipulated at an angle, it is likely that it would become kinked. The observed kinks and overtightened rhv likely contributed to the resistance experienced while manipulating the ruby coil, as mentioned in the initial complaint. These devices are 100% visually evaluated during in-process inspection. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00114.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician attempted to advance a ruby coil out of the px slim and into the aneurysm; however, the ruby coil became stuck and unintentionally detached inside the px slim. The physician removed the detached ruby coil and the px slim from the patient and completed the procedure using new ruby coils and a new px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product lot number was not provided; therefore, the manufacturing records could not be reviewed.